Event description:
Battery fell out of the tempo lift while being moved down a hallway and landed on the foot of the caregiver. Caregiver sustained slight bruising to right foot - big toe. Ref MFR # 9681684-2013-00098.